Manufacturer narrative:
This event occurred in (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek pro ii meter serial number (B)(4). The initial result at 9:07 a.m. Was 6.7 inr. The patient was re-tested at 9:12 a.m. With a result of 3.7 inr. The customer did not trust these results and the patient was tested at the laboratory, however, the laboratory result was not provided. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred.